Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). The suspect device has been evaluated on site by carefusion (cfn) field service representative. Cfn representative reported the gas delivery engine (gde) needs to be remediated.

Event description:
The customer reported circuit occlusion alarms while using the avea ventilator. The issue occurred during pre-use setup. Carefusion (cfn) technical support reported cfn field service representative was on-site found the a/d (analog to digital) is three on insp (inspiratory) pressure stored is 2051. The cfn field service representative concluded the gde needs to be remediated. The customer reported no patient involvement associated with this event.

Manufacturer narrative:
Results of investigation: the carefusion failure analysis laboratory received the suspect component for investigation. The technician was able to duplicate the reported issue of the circuit occlusion alarm. Upon further testing, the technician isolated the root-cause to the inspiratory pressure transducer (xdcr 1) on the transducer-communication-alarm (tca) printed circuit board assembly (pcba). This issue is currently being addressed under remedial action (B)(4).

Event description:
The customer reported the issue occurred during patient use. The customer reported no patient consequence is associated with the event.